Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that 10 unspecified bd connecta¿ stopcocks had loose caps. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of the bd plug inadvertently disconnects from bd connecta¿ stopcock port during use (10)."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 10 unspecified bd connecta¿ stopcocks had loose caps. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of the bd plug inadvertently disconnects from bd connecta¿ stopcock port during use (10)."